Event description:
When prepping interproximal restoration of #14, a 169 bur was fractured. Could not identify dislodged portion in the patient's mouth for 10min. Radiograph taken & bur was not in the gingival tissues of the upper left quadrant. After ~10min, the fractured portion of the bur was found intra-orally. Bur pack:169 fg, lot #: 1389687, exp: 11/26.